Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the power management board was found to be damaged. The device's power management board was replaced to address the issue.